Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this programmer (prm) emitted smoke when plugged in. This prm will be returned for analysis. No adverse patient effects were reported.